Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported inflation/deflation issues could not be confirmed. Based on visual, functional and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the nc trek coronary dilatation catheters global instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an ectatic lesion located in a non-calcified proximal circumflex. The 3.0 x 12 mm nc trek balloon catheter was prepped inside the anatomy. No resistance was felt during advancement of the nc trek balloon catheter to the lesion. An attempt was made to inflate the balloon but the balloon would not fully inflate. Difficulty was also experienced deflating the balloon; however, it was able to be deflated fully before removal from the anatomy. A new 3.0 x 12 mm nc trek was used to finish the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. No additional information was provided.